Event description:
Edwards received notification of a sapien m3 procedure in the mitral position that was aborted prior to insertion of the implantable device. During the procedure, after transseptal puncture (tsp), the patients blood pressure appeared lower and a moderate pericardial effusion was observed. Per field follow-up, several attempts were required to obtain an appropriate tsp location because the catheter trajectory was reportedly very posterior during tsp. The guide sheath was then advanced across the septum over an extra small safari wire, and the effusion was noted immediately after sheath insertion, although it is unclear whether the effusion had already started forming before that point. The guide sheath was pulled back across the right atrium and pericardiocentesis was performed, with several cc of blood removed. The effusion nevertheless continued to grow, and the patient was converted to transthoracic surgery. The root cause has not been determined. Potential procedural factors discussed by the field included repeated posterior tsp attempts and possible wire-related injury in the left atrium after crossing the septum. The patient was reported to be recovering from surgery; however, the prognosis remained poor at the time of the report.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.